Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge was filled with 300 units. The customer's blood glucose (bg) level was in the 200's (mg/dl). The customer loaded a new cartridge successfully.